Manufacturer narrative:
D2b: pro code: fge, lit. E1: initial reporter city: (B)(6). G4: premarket/510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous forearm vein shunt. A 5.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. During procedure, the device was intended to dilate blood vessels, but it ruptured, preventing further use. The number of times the dilation performed is unknown. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b: pro code: fge, lit. E1: initial reporter city: (B)(6). G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous forearm vein shunt. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During procedure, the device was intended to dilate blood vessels, but it ruptured, preventing further use. The number of times the dilation performed is unknown. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the device removed without any problem using the normal method and the patient in good condition after the procedure.